Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem and assigned the cause to a broken cable. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been pointed out that the image is not displayed due to cable damage. The cause of the cable breakage could not be identified. Olympus will continue to monitor field performance for this device.